Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No nonconforming reports confirmed in veeva to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Event description:
According to the available information, the surgeon counter rotated the first introducer, he saw the suture that was attached to the static anchor came out, leaving the static anchor behind in the patient. Another altis sling was successfully implanted. The patient was unharmed.

Event description:
According to the available information, the surgeon counter rotated the first introducer, he saw the suture that was attached to the static anchor came out, leaving the static anchor behind in the patient. Another altis sling was successfully implanted. The patient was unharmed.

Manufacturer narrative:
An altis sling was returned for evaluation. Examination of the sling revealed the static anchor and suture were detached and not returned. Visual observation of the mesh where the static suture was attached confirmed the welded area of the suture was still attached. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. The information received indicated the static anchor detached during the procedure. Quality confirmed the detached static anchor. As the static anchor and suture were not received, it was concluded that the detachment of the static anchor most likely occurred while placing the anchor through the obturator membrane. Details were not provided if there were any issues that may have occurred prior to the detachment. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.